Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during growing rod lengthening procedure on (B)(6) 2020, after exposure of the original / existing hardware, the surgeon determined that the interface between the wedding band connector and the rod was loose. The surgeon noticed that the single innie set screw locked into the connector on the open side of the 4.5 / 4.5 connector was stripped and cross threaded. Infection was present at the time of the procedure. The procedure was successfully completed. There was surgical delay of ten (10) minutes. This report captures the post- op event (loosening of the interface between the wedding band connector and the rod, single set innie screw was stripped and crossed threaded, infection was present) while related complaint (B)(4) captures the intra-op event (attempted to implant a new single innie set screw which immediately cross threaded). This report is for one (1) unknown screw. This is report 3 of 5 for complaint (B)(4).

Event description:
Concomitant devices reported: exp 4.5 ti op/clsd 4.5x4.5 (part# 186172345, lot# unknown, quantity# 1), unknown rod (part# unknown, lot# unknown, quantity# 1), unknown locking/set screws (part# unknown, lot# unknown, quantity# 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.